Manufacturer narrative:
Plant investigation: ten companion samples received. The companion samples were visually inspected and no abnormalities were detected. In addition, all bonds were closely reviewed and found to be properly assembled. The samples were found acceptable according to bom. A functional test was performed to companion sample on the hemodialysis machine and no separation of heparin line or leaks occurred. No air bubbles inside the system was noticed, no level variation of venous and arterial chamber or any alarm. The sample tested worked as intended without any abnormalities during the tested period. A functional test. The alleged event could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility nurse reported that the heparin line separated from the fresenius bloodline during a patient¿s hemodialysis treatment. There was minor blood loss. There was no patient injury, adverse events, or medical intervention required as a result of this event. The separation appeared to be a seal failure. The complaint device was reported to be available to be returned to the manufacturer for evaluation. Additional information was requested, however, to date not provided.